Manufacturer narrative:
The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
An adequate continuous flush was maintained through the microcatheter at all times. There was no resistance between the guidewire and microcatheter when accessing the target site. There was no resistance at any time during advancement of the coil through the microcatheter. Prior to this coil one other coil went through the same microcatheter without resistance. There were no kinks in the microcatheter that may have contributed to the event. There was no resistance when the coil was advanced/repositioned/withdrawn. There was a one to one relationship between the coil and delivery tube prior to repositioning. Entanglement with previously placed coils was not suspected to have contributed to the event. There was no clinically significant delay to the procedure as a result of the issue. There was no adverse outcome to the patient as a result of the event. The coil was removed from the microcatheter while the microcatheter remained at the target site with the coil still attached to the delivery system. No applicable result code available. See narrative below. Product investigation: a non-sterile orbit helical fill 2x8 was received inside of a plastic bag. The hypotube was inspected and it was found kinked. The introducer was received un-zipped and it was found without damage. The support coil, gripper and embolic coil were received outside of introducer. The support coil was inspected and it was found kinked, the gripper was inspected and was found in wave condition at the middle section while the embolic coil was found stretched and tangled. The support coil, gripper and embolic coil were inspected under microscope; the support coil was found with kinked. The gripper was found in wave condition at the middle section while the embolic coil was found stretched and tangled. Review of DHR for lot 15827403 concluded that there were no issues that were considered potentially related to the reported complaint. The failure reported by the customer that the coil was unraveled/stretched during placement was confirmed during analysis. The condition of the embolic coil was apparently caused by applying excessive force on it but it could not be conclusively determined. However these defects could not be related to the manufacturing process and procedural factors appear to have contributed to have these damages. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents this kind of failure from leaving from the facility. Therefore no corrective action will be taken at this time.

Event description:
The orbit coil (637hf0208/15827403) partially stretched during advancement in an anterior communicating artery aneurysm. The patient is female. There was no stenosis on the artery, and the access was femoral. The surgeon put a 6f guide catheter (details unknown) and prowler select plus microcatheter (details unknown) in place then positioned the first coil (details unknown) smoothly. When he positioned the second coil (details unknown) he found that the coil had partly stretched during advancement. The surgeon had to change to another coil to complete. No adverse event on the patient.